Event description:
It was reported that the patient was going to have device explanted due to the need for further back surgery. The reporter stated that the surgery was to extend the rods further up her back. It was noted that the patient had always felt stimulation in her gall bladder area, so she had not been using the device. It was stated that the patient and doctor will re-evaluate the need for another device after the back surgery. Any additional information received will be include in a follow-up report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).